Manufacturer narrative:
Evaluation summary: the device was returned fully deployed with the clip stuck at the distal end of the device between the garage leaves, pusher fingers and the carrier tube. One garage leaf and one pusher finger were raised up out of position. The other internal and external components were in the correct post deployed positions. The garage leaves and pusher fingers were lifted to remove the stuck clip. After the clip was released, the times reset to the deployed position. No other damage or abnormalities were detected that could give evidence to the root cause for the clip capture in this case. Review of the history lot record for this device did not provide any findings relevant to this report.

Event description:
Device malfunction: clip mislocation. Time of malfunction; during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. It remained at the distal end of the delivery tube. Manual compression was used to achieve hemostasis. No additional information available.